Event description:
Consumer called for their family member. Using the upgraded meter and having accuracy issues. Getting low reading followed by a very high reading. Analysis run on clark error grid using mean avg. Readings (193) as ref. Points vs. Bd readings (359, 27) yielded data points in the c/e range of the grid, outside of acceptable limits.